Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery (lsa) using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a lantern delivery microcatheter (lantern). The physician then felt resistance and saw that under fluoroscopy a ruby coil looked under pressure while being advanced through the lantern, and therefore the ruby coil was removed. It was reported that the ruby coil looked kinked under fluoroscopy. The procedure was then completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.